Event description:
A medical doctor reported to account manager that, during intraocular lens (iol) implant procedure, the lens was loaded in the old injector without any difficulties after the haptic disaster. The lens came out of the injector tilted rather than being in the horizontal plane. Additional information was received that, the doctor indicated that "as far as the dings on the trailing edge of the lens and/or the trailing haptics, it happened so many times". On some days 50% of the lenses had a ding on the optic edge. "It seemed to be the norm and was not visually significant until the haptic was severed.¿

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Correction information was provided in h.6. (Previously submitted, device codes 2915: device damaged by another device, submitted in error. A sample was not received, at the manufacturing site for evaluation. For the report of lens tilted as it came out. Therefore, the condition of the product could not be verified. No lot number was identified with this complaint. Therefore, a device history record review could not be conducted. Per the initial report description, "the techs loaded the lens in the old injector". Per the company iol direction for use (dfu), the company lens is only qualified with the company handpiece. Therefore, the root cause of the reported event is use error. The manufacturer internal reference number is: (B)(4).